Event description:
Caller reported an occlusion event that caused an alarm 2 followed by alarm 26, resulting in a blood glucose level exceeding 500 mg/dl, displayed as "high." The customer was not incapacitated but received assistance and used a correction injection to address the high blood glucose. The customer changed the infusion set and cartridge, resuming insulin, and reported experiencing frequent occlusion issues, prompting a request for additional support.